Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call they were experiencing high blood glucose. Blood glucose level was 400 mg/dl. Customer stated infusion set was put in but the insulin would not go thorough beacuse of this customers blood glucose was not came down. Customer stated by changed the infusion set, the problem was fixes itself. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.